Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced inadequate stimulation. System diagnostics revealed high impedances. As a result, the patient underwent surgical intervention (B)(6) 2018 for additional lead placement, however the physician was unsuccessful implanting the leads due to patient's anatomy.

Event description:
Additional information received, identified the patient underwent surgical intervention wherein the lead was explanted and replaced which resolved the issue. Effective therapy was established post operatively.